Manufacturer narrative:
Patient information was unavailable from the site at time of this report. RMA issued. A medtronic representative, following-up at the site, replaced the controller, issue resolved. No further issues reported. Medtronic representative performed an o-arm system check-out, all areas passed. A failure analysis on the returned suspect motion control box, performed on (B)(4) 2013, identified a malfunction that was able to be replicated. Software failure, functionality, directly caused the event.

Event description:
A site representative reported a z movement from right to left when using the o-arm. This movement was at an abnormal speed without stopping in the middle. The surgeon completed the procedure with the use of the imaging system. There was no impact on patient outcome.

Manufacturer narrative:
(B)(6).